Event description:
It was reported that this lens was implanted after having trouble with the first lens implantation that had issues with haptics and needed to be removed. This second lens had issue with the haptics also being fused to the optic. With great difficulty the surgeon was able to detach it from the optic and implant the lens. There was significant delay in surgery and trauma to the cornea. It was reported that the experience resulted in emotional harm to the patient and the surgeon. It was stated that as a result the patient has altered corneal curvature due to extreme edema. The account stated this may be permanent. There was medication prescribed. No other information is available. This report is for the second lens, sn (B)(6). A separate report is being submitted for the first lens used that had a similar problem.

Manufacturer narrative:
Section: a3b, a4, and a5: unknown; requested but not provided. Section d6b: if explanted, give date: not applicable, as lens remains implanted. Section h3-other (81): the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.